Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that while running a heparin dose response (hdr) for the start of the biolt overnight it was noticed that the baseline values put out by the hms plus instrument were unrealistic and the instrument was unable to offer an appropriate heparin bolus. The customer ran another sample on a different hms plus instrument and the results populated as expected and were used for the case. There was no adverse patient effect associated with this event.